Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of a combination of axial rotation mismatch between the femur and the tibia, leading to asymmetric loading of the insert, and excessive flexion of the femoral component and/or posterior tibial slope of the tibial component, leading to instability of the joint.

Event description:
Index surgery: (B)(6) 2009. Revision due to instability.

Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery: (B)(6) 2009. Revision due to instability.